Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), genital haemorrhage ("heavy, abnormal bleeding"), kidney infection ("infection (other) ¿ kidney") and tooth disorder ("dental problems") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma. Concurrent conditions included memory loss, bone pain, psychiatric disorder nos and menometrorrhagia. Concomitant products included bupropion since 2016 and ibuprofen. In (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 213, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced vision blurred ("vision/eye problems - blurry vision"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), kidney infection (seriousness criterion medically significant), tooth disorder (seriousness criterion medically significant), menorrhagia ("prolonged menses"), abdominal pain ("severe abdominal pain"), allergy to metals ("metal allergy/nickel allergy"), anxiety ("anxious"), depression ("depressed"), inflammatory pain ("allergic or hypersensitivity reaction -pain and inflammation"), cystitis ("infection (bladder/ urinary tract/vaginal) - bladder, uti"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) - bladder, uti"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea;"), dyspareunia ("dyspareunia (painful sexual intercourse)"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition - g.e.r.d"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and chest pain ("sternum pain"). The patient was treated with surgery (she underwent a hysterectomy with removal of the essure device and tooth pulled, root canal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, tooth disorder, migraine, nausea, gastrooesophageal reflux disease, bladder disorder and chest pain had resolved and the genital haemorrhage, kidney infection, dysmenorrhoea, menorrhagia, abdominal pain, allergy to metals, anxiety, depression, vaginal haemorrhage, inflammatory pain, cystitis, urinary tract infection, headache, dyspareunia, vision blurred, fatigue, alopecia and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, bladder disorder, chest pain, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, genital haemorrhage, headache, inflammatory pain, kidney infection, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vision blurred to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: result: total bilateral occlusion(as per pfs). Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: alopecia. Most recent follow-up information incorporated above includes: on 8-mar-2019: pfs & mr received. Reporter's information added. Patient's demographics were added. Added event abnormal bleeding (vaginal), allergic or hypersensitivity reaction, pain and inflammation; bladder infection, urinary tract infection, kidney infection, bladder or urinary problems or changes; migraines, headaches, nausea, dental problems, dyspareunia (painful sexual intercourse), blurry vision; fatigue, gastrooesophageal reflux disease, hair loss, sternum pain. Updated outcome of events. Updated onset date of events. Historical drug, concomitant condition, concomitant drug were added. Lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma. Concurrent conditions included memory loss, bone pain, psychiatric disorder nos and menometrorrhagia. Concomitant products included bupropion since 2016 and ibuprofen. In 2013, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced kidney infection ("infection (other) ¿ kidney"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) - bladder, uti"), dyspareunia ("dyspareunia (painful sexual intercourse)"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition - g.e.r.d") and incontinence ("incontinence"). In (B)(6) 2013, the patient experienced alopecia ("hair loss/hair falling out"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced vision blurred ("vision/eye problems - blurry vision"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy, abnormal bleeding"), tooth disorder ("dental problems"), menorrhagia ("prolonged menses"), abdominal pain ("severe abdominal pain"), allergy to metals ("metal allergy/nickel allergy"), anxiety ("anxious"), depression ("depressed"), inflammatory pain ("allergic or hypersensitivity reaction -pain and inflammation"), cystitis ("infection (bladder/ urinary tract/vaginal) - bladder, uti"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea;"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), chest pain ("sternum pain"), back pain ("upper back pain/lower back pain"), bone pain ("hip bone pain"), musculoskeletal pain ("mostly shoulder's pain"), pulmonary pain ("lungs hurt so") and flatulence ("gas pain"). The patient was treated with surgery (she underwent a hysterectomy with removal of the essure device and tooth pulled, root canal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, tooth disorder, migraine, nausea, gastrooesophageal reflux disease, bladder disorder and chest pain had resolved and the genital haemorrhage, kidney infection, dysmenorrhoea, menorrhagia, abdominal pain, allergy to metals, anxiety, depression, vaginal haemorrhage, inflammatory pain, cystitis, urinary tract infection, headache, dyspareunia, vision blurred, fatigue, alopecia, urinary tract disorder, incontinence, back pain, bone pain, musculoskeletal pain, pulmonary pain and flatulence outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, bladder disorder, bone pain, chest pain, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, flatulence, gastrooesophageal reflux disease, genital haemorrhage, headache, incontinence, inflammatory pain, kidney infection, menorrhagia, migraine, musculoskeletal pain, nausea, pelvic pain, pulmonary pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vision blurred to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: result: total bilateral occlusion(as per pfs). Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: alopecia. Most recent follow-up information incorporated above includes: on 17-jan-2020: pfs and social media received- new event incontinence, upper back pain/lower back pain, hip bone pain, shoulder pain, lungs hurt so, gas pain were added. Reporter information was added. Onset date of the event infection (other) ¿ kidney, uti, dyspareunia (painful sexual intercourse), gerd was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("heavy, abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menses"), abdominal pain ("severe abdominal pain"), allergy to metals ("metal allergy"), tooth disorder ("dental problems"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (she underwent a hysterectomy with removal of the essure device). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, abdominal pain, allergy to metals, tooth disorder, anxiety and depression outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and tooth disorder to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.